Manufacturer narrative:
(B)(4). Batch # r57143. Investigation summary: it was reported that the device would not fire. The analysis results found that the ats45 device was returned with the handle open and the rotating knob detached and with a 6r45b reload present. The reload was received unfired. No functional test could be performed due to the condition of the device. Although no conclusion could be reach on what caused the damaged observed on the device, it is possible that excessive force was applied to the triggers when the jaws were clamped on tissue thicker than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that after the second firing the device would not fire a third time. Another like device was used to complete the procedure. There were no adverse consequences for the patient.